Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device 1); an additional emdr will be submitted to represent the bard/davol bard flat mesh (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device 1). On (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard flat mesh (device 2). On (B)(6) 2014 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x (device 1) and bard flat mesh (device 2). As reported, the patient's attorney alleges a general claim related to the composix e/x (device 1) and the bard flat mesh (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device 1). (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard flat mesh (device 2). (B)(6) 2014 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x (device 1) and bard flat mesh (device 2). As reported, the patient's attorney alleges a general claim related to the composix e/x (device 1) and the bard flat mesh (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix e/x (device #1). Per operative notes, "the hernia sac was dissected down to the fascial ring. A composix e/x mesh (device #1) was placed intra-abdominally and sutured." (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2). Per operative notes, "the hernia sac was dissected off the subcutaneous tissue down to the fascial defect. The fascia was then approximated with sutures. A piece of bard flat mesh (device #2) was then placed as an onlay and tacked." (B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with removal of meshes (device #1 & #2) and implant of phasix mesh (device #3). Per operative notes, "there was a large defect about 5 cm above the umbilicus as well as about a 3 cm defect at the umbilicus. There were multiple, different meshes in the abdominal cavity, took out some of the meshes (device #1 & #2) and a lot of prolene sutures as well as metal staples. There was some bowel which was adherent to the mesh in right upper quadrant. As it was very difficult to remove decided to leave this mesh to use as part of repair. A large synthetic mesh was used as underlay and sutured in place. Then a phasix mesh (device #3) was placed as overlay and tacked." Attorney alleges that the patient had adhesion, hernia recurrence, mesh removal and pain.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about a year post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d4, d6.b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the composix mesh e/x (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.